Event description:
The customer reported that she had placed a new pod before going to bed, but feels that the "cannula never went in". Her bg's at bedtime were "on target", but during the night she experienced a high reading (greater than 500 mg/dl). The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to a mfg error. The user failed to note this condition upon placing the pod, which would have been visible through the viewing prot if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.